Event description:
It is reported a custom tmj was explanted due to infection.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The user facility reported that the complaint item was discarded after bacterial examination and therefore not available for review by the manufacturer. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event. The custom tmj was filed on 1032347-2014-00401, during follow up it was identified the screws used to fixate the implant were not reported. The customer was unable to confirm the screw part numbers, lot numbers and quantities.